Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 regulator was calibrated to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an impact to the delivery of o2 or fresh gas flow during pre-use checkout. There was no patient involvement.